Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (elevated reading). The downstream pressure plate gap was also found out of specification. The device was re-calibrated. Additonal information: (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Upon review of this evaluation, it was concluded that the reported malfunction would be captured in another manufacturer report number 1314492-2015-11536. Manufacturer report number 1314492-2015-11679 can be removed from the FDA database.